Event description:
A biomedical engineer reported that while the settings were at the default settings, the handpiece was needing to be "flushed" frequently. There was no patient impact reported. Additional information has been requested.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer indicated the system settings are at default and the handpiece needed flushing a lot. The tss explained possible scenarios to the caller and the caller indicated they would check with the operating room staff. No further issues have been reported. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. (B)(4).